Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture, seroma, and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, lymphadenopathy, and capsular contracture baker grade unknown.

Event description:
A healthcare professional reported a patient experienced the events of ¿intact breast implants, showing some folds¿, ¿bulkier peri-capsular fluid¿, ¿capsular contracture¿, ¿simple breast cysts¿, ¿left axillary lymph node enlargement of a probable inflammatory reaction nature." The left side device remains implanted.

Event description:
Healthcare professional reported capsular contracture baker grade iii.